Event description:
It was reported that an expired cannula device was used in patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Customer has filed an incorrect use of product. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.